Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Correction - this event was reported in error. The device was implanted under ide as part of (B)(4) study. Therefore, the event will be reported via the study protocol under ide. The complaint file has been updated to reflect this information. Please update your file accordingly.

Event description:
This event involved a patient who experienced a loose driveline connector body approximately 16 months post heartware lvad implantation, the site reported that driveline connector could be easily manipulated. The clinical engineer performed a repair on the driveline connector. The problem was resolved without any reported patient injury.